Event description:
It was reported that the patient presented in the ER with heart palpitations. X-ray found lead dislodgement. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.